Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es global finds were not showing accurate medication counts and displayed no medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the global finds were not showing accurate medication counts. A technical support specialist (tss) dialed into the application server and navigated to facility formulary in patient encounter system to search for the sample medication identification by facility. The tss found that the medication had blind count enabled for "verify count mode", shared notes from the 'how it works guide' for enterprise server and explained to the user that the system was working as designed to prevent user from bypassing blind count requirement. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es global finds were not showing accurate medication counts and displayed no medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a, section h imdrf annex g, section h imdrf annex c, section h imdrf annex d.